Event description:
It was reported that, during the new subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure and after opening the pocket, this electrode showed a cut inside the distal part of the silicon label where the serial number can be found. It was noted that there was no cut inside the isolation of the electrode itself. The physician repaired the electrode covering the cut with a silicon sleeve. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, during the new subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure and after opening the pocket, this electrode showed a cut inside the distal part of the silicon label where the serial number can be found. It was noted that there was no cut inside the isolation of the electrode itself. The physician repaired the electrode covering the cut with a silicon sleeve. This electrode remains in service. No adverse patient effects were reported.